Manufacturer narrative:
Summary: the testing of the quality control laboratory confirmed the correct function of the complained lot of anti-human globulin solidscreen ii-donor. According to the instruction for use, a handling's failure of customer cannot be excluded. The review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. We had further complaints related to this lot. Stn# 125098.

Event description:
The customer complained false negative reactions of a control with anti-human globulin solidscreen ii-donor after using the same bottle for about three weeks.